Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI:  (B)(4). At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event.  To date, despite multiple requests for information, the patient medical records have not been received for review.  A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available.   In this case, the reason for explanting the 26mm sapien 3 thv 6 months post tavr remains unknown and the device is not available for evaluation.  There is no indication or allegation that a product deficiency or device malfunction contributed to the event.  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by (B)(6) registry through receipt of an implant card, 6 months post implant of the 26 mm sapien 3 valve in the aortic position via transfemoral approach the valve was explanted. Additional information regarding the explanted valve is not available at this time.